Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer¿s blood glucose level, which remained within a normal range. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer received instructions for returning the defective pump and preparing the replacement for use, which they understood and acknowledged.